Event description:
Device malfunction: clip remained in the distal end of the delivery tube. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted arteriotomy closure in an unspecified vessel, after a diagnostic procedure. Reportedly, after following the step by step instructions for use, the clip did not deploy, but remained in the distal end of the clip delivery tube. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.